Manufacturer narrative:
No product was returned for evaluation.

Event description:
According to the reporter, there was a breakdown of wound closure that occurred after a repair of episiotomy was completed.